Event description:
It was reported that the customer discovered small holes during flushing upon insertion. There was flushing before the PICC was inserted and it was detected prior to being inserted. Investigation reveals this catheter was used on the pt and the leak is within the subcutaneous region.

Manufacturer narrative:
The complaint of a hole in the catheter was confirmed, and the cause appears to be use related. The product returned for eval was a 4fr s/l groshong nxt clearvue catheter. The catheter contained several signs of use: full assembly of the catheter, print marking wear on the extension leg, white residue (potentially dressing material), and blood-like residue within the catheter. An 0.1" longitudinally aligned split in the catheter was observed at the 36cm depth marking. Blood-like residue within the catheter. An 0.1" longitudinally aligned split site. The fracture surface was observed under magnification and found to be dull and granular in appearance, and tactile eval showed tensile weakness at the split site. The observed damage is characteristic of catheter over-pressurization (burst) damage, and was potentially caused by flushing against an occlusion. A lhr is not possible, as no mfg lot number info has been provided by the complainant.